Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported an issue with a bent cannula prior to its insertion, it came out of the box and he was hospitalized due to high blood glucose the infusion set had been in use on the first day and he self-treated himself with bolus. The patient had high ketones and the health care professional identified the ketone level as life threatening. He received intravenous insulin, dopamine and electrolytes as a part of the treatment and this resolved the issue. He was hospitalized for 4 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.